Event description:
It was reported that the ilet pump displayed lines across the screen, resulting in partial obstruction of on-screen information while the device remained functional; the user was unsure how the damage occurred. Symptoms included no reported clinical effects. Outcomes included no impact to therapy or need for medical care. Investigation included remote troubleshooting and user education, with arrangements for replacement and return of the affected device. Investigation of this case revealed a suspected display malfunction consistent with physical or cosmetic screen damage affecting visibility while preserving device operability. It was concluded, based on previously established findings for similar reports, that the cause was device component damage to the display with user-unknown origin.